Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sigmoid colon resection procedure, when they opened the package the product has been fired when the package has not touched the firing button. The device was not used on the patient before it has been fired. They changed into a new stapler to complete the case. There was no patient injury.

Manufacturer narrative:
Corrected date: (date received by the manufacturer) the manufacturer was notified about the event on oct 18,2017 based on review this event is updated from a malfunction to a not reportable event. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sigmoid colon resection procedure, when they opened the package the product has been fired when the package has not touched the firing button. The device was not used on the patient before it has been fired. They changed into a new stapler to complete the case. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer's quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.